Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue first occurred at 10am on (B)(6) 2015. At this time the patient stated that they obtained a blood glucose result of ¿4.4mmol/l¿ on the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage, and denied making any changes to their normal diabetes management routine as a result of the alleged inaccuracy. It is not known what their regular dosage of insulin is. ¿a few days¿ after this, the patient experienced the symptoms of ¿sweaty, shaky and out of focus.¿ in response to these symptoms the patient self-treated by taking glucose tablets/gel ¿right away¿. No other device was used to order to measure the patient¿s blood glucose at this time. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims they obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.